Event description:
While trying to exchange incorrectly shipped infusion sets, the customer reported that she had recently lost consciousness due to receiving too much insulin. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).